Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient observed insulin leaking within the insulin chamber and it was suspected that the cartridge may have been overfilled. The patient reported elevated blood glucose levels of approximately 275 mg/dl in the morning and noted feeling thirsty and tired. At the time of contact, the patient was driving and unable to immediately check blood glucose levels, but planned to provide an update once able. Follow-up information indicated that blood glucose levels steadily decreased and returned to the target range. The cartridge lot number was not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.